Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unknown day in may of 2023 involving a clave¿ neutral connector where it was reported an unspecified chemo leaked inside the patient's bag while in use by the patient at home. It appears to be leaking from the connector on the tubing. Since the pharmacy stopped using the connector, there has been no more leakage. The cassette had no issues during set-up and priming in the pharmacy, it was checked by two pharmacists and no further information after the cassette left the pharmacy. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was received on 6/19/2023. The complaint of leakage from the new b3300 clave neutral connectors was unable to be replicated or confirmed when functionally tested. No mating devices were returned to evaluate with the new b3300 clave neutral connectors. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.